Event description:
It was reported that a (B)(6) male patient (B)(6). Underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade which required surgical intervention. During the procedure, a pericardial effusion was noticed. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography. A baseline effusion was noticed. The medical intervention provided was a pericardiocentesis and 1340cc of fluid was removed. The patient was reported to be in stable condition, but patient was being moved to an operating room for surgery. The physician was not sure what caused the effusion but mentioned that the patient had a pfo and thought that when the wire crossed the pfo could be when it happened but was not sure. Additional information was received on (B)(6) 2021: this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure and/or patient condition. Medical intervention provided was pericardiocentesis. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. Other relevant history was that the patient was on eliquis. A transseptal puncture was performed. Needle product details: brk extra sharp needle 71 cm. The event occurred maybe during the access phase. An irrigated catheter was used in the event, the flow setting was 2cc mapping rate. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient (B)(6). Underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade which required surgical intervention. During the procedure, a pericardial effusion was noticed. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography. A baseline effusion was noticed. The medical intervention provided was a pericardiocentesis and 1340cc of fluid was removed. The patient was reported to be in stable condition, but patient was being moved to an operating room for surgery. The physician was not sure what caused the effusion but mentioned that the patient had a pfo and thought that when the wire crossed the pfo could be when it happened but was not sure. Additional information was received on (B)(6) 2021: this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure and/or patient condition. Medical intervention provided was pericardiocentesis. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. Other relevant history was that the patient was on eliquis. A transseptal puncture was performed. Needle product details: brk extra sharp needle 71 cm. The event occurred maybe during the access phase. An irrigated catheter was used in the event, the flow setting was 2cc mapping rate. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a 65 year-old male patient (209 lbs.) Underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade which required surgical intervention. The investigation was completed on(B)(6)-2021. The device was returned to biosense webster for evaluation. A visual inspection, deflection, magnetic sensor functionality, screening, temperature and impedance, cool flow pump, patency, and ECG tests of the returned device were performed in accordance with bwi procedures. The smart touch bidirectional sf device was visually inspected and it was found in good condition. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. A manufacturing record evaluation was performed for the finished device 30576710l, and no internal action was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)